Event description:
The patient came in to the clinic for programming and his right ear impedances have changed significantly. No issues or concerns were expressed but his grandfather did note that he recently started to take his processors off and tapping his head with them. A CT scan has been recommended.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
(B)(4). Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The patient came in to the clinic for programming and his right ear impedances have changed significantly. No issues or concerns were expressed, but his grandfather did note that he recently started to take his processors off and tapping his head with them.